Event description:
It was reported that during a laparoscopic cholecystectomy, the specimen was put into bag and bottom of the bag fell apart. Manually removed specimen with babcock to finish the procedure. There was no patient consequence.